Event description:
Heating pad was returned to retailer, and the only information provided was that the product "burned". No injury or property damages was reported with this incident.

Manufacturer narrative:
No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product. See scanned page.